Event description:
A #18 fr foley was placed in the src ed in (B)(6) 2020. It was removed by urology three days later in micu src. Attempted to empty foley balloon with empty syringe, only able to get 4 ml out, catheter collapsing, unable to remove any more. Unable to pull foley due to resistance and patient complained of pain. Urology at bedside, they had to remove. Manufacturer response for urinary foley catheter, 18fr urine meter foley catheter tray (per site reporter): (B)(6) 2020: ynhh materials emailed manufacturer representative describing the incident and requested rga/mailer. (B)(6) 2020: waiting for mailer. (B)(6) 2020: ynhh materials pinged sales representative (B)(6) 2020: (B)(6) sending rga/mailer. (B)(6) 2020: (B)(6) responded that a sample return kit - rga/mailer is being processed for delivery. (B)(6) 2020: defect sample shipped fed-x. No manufacture response as of august/2021 with any investigation outcome.